Event description:
No additional information.

Manufacturer narrative:
Three photos received for investigation. Through visual inspection, a needle assembly with the safety mechanism activated is observed, the needle is out of the needle hub. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are unable to identify a root cause related to our manufacturing process at this time.

Event description:
Material: 305916 batch#: regx0374 it was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: "after removing needle from child's left deltoid, when I went to engage the safety needle device the needle was not connected to the orange hub at the base of the needle. See images" verbatim: rcc received a complaint via email. Email(s) attached ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2024 site name/location: westview health centre level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): yes incident details: after removing needle from child's left deltoid, when I went to engage the safety needle device the needle was not connected to the orange hub at the base of the needle. See images device information device name/description: needle hypodermic safety 25ga x 1 in manufacturer: xxxx manufacturer code/model: (B)(4) serial or lot number: possibly (B)(6) device expiry date (yyyy-mm-dd): unknown supplier: xxxx supplier catalogue number: 308-305916 was the device retained? No investigation request expected type of investigation: lot review.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.